Manufacturer narrative:
The investigation was just started. The result will be forwarded in a follow up report.

Event description:
It was reported that a ventilation failure occured during ongoing anesthesia operation at approx. 14:13, previously uncomplicated and error-free operation for three pre-anesthetics and induction of active anesthesia. The error message was noticed: breathing system installed ok? No sufficient ventilation in pressure mode and below, no ventilation at times. Switching to manual spontaneous mode built up sufficient pressure of approx. 5-8l/min under high fresh gas flows and served as a bridge until the oxylog. When switching to pressure mode again, the same error message appeared, intermittent ventilation not possible. No injury reported.